Manufacturer narrative:
(B)(4).

Event description:
It was reported that the healing collar ((B)(4)) would not seat onto the implant. Another healing collar was used.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One zimmer healing collar was returned for inspection. The device shows signs of wear consistent with use. Some debris was noted on the threads with more debris at the base of the shank. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15; healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Customer reports the healing abutment would not seat in the implant due to thread damage. Functional testing noted that the device seats with a mating in house implant. The complaint was unconfirmed. A root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report, d3: manufacturer, g2: office contact - manufacturing site, g4: date received by manufacturer, g7: type of report, follow-up number, h2: follow up type, h3: device evaluated by manufacturer: change 'no' to 'yes', h6: evaluation codes, h10: additional narrative.